Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient encountered an obstruction at the infusion site. Their blood glucose level reached 300 mg/dl. To address the high blood glucose, the patient administered a correction bolus using their insulin pump. Patient replaced infusion set and resumed insulin successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch 6008253 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6008253 was manufactured according to the wi version 115 manufactured in the line 3, on 28/jul/2024, with a total of (B)(4) units. Gluing of tubing. The lot 4g02979 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc09, on 22/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6008253 and no other more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required. Therefore, this issue will be monitored through the post market surveillance activities.